Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient would feel a ¿jolt¿ every now and then for the past couple of months before the report. The patient inquired about battery longevity and was redirected to their healthcare provider to have their device checked. No further complications were reported.